Event description:
It was reported to boston scientific corp that a button replacement gastrostomy device was used in a replacement procedure. Pt's age and weight was not provided. Per the complainant, the device had been in place for one month. Initial placement occurred in 2009. During an enteral feeding procedure, it was found that the connection between the right angle feeding tube and the device, was loose. The feeding tube came off the device easily. It was noted the cap was leaking. The procedure was completed with another button replacement gastrostomy device. There were no pt complications reported as a result of this event. The pt's status post procedure was reported as good.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.